Event description:
It was reported that during use of the swan-ganz pacing catheter it did not pace from the beginning of procedure. The issue was resolved by replacing the catheter. The brand/size of the used introducer is unclear. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One model pe074f5 catheter with 3.0cc syringe was returned for evaluation. The customer report of pacing issue was confirmed. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. It was observed that the distal leadwire was broken near the distal electrode. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for more than 5 minutes without leakage. No visible damage or defect was observed from the balloon, windings, catheter body and returned syringe. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information the failure cannot be associated to a manufacturing defect. Therefore, a root cause could not be identified at this time. As part of the manufacturing process, all units undergo a process verification for nickel magnet bifilar delamination and insertion of the wire into the catheter. A continuity test for distal and proximal electrodes is also performed as well as a wire insertion test. The instructions for use also include instructions on how to properly prepare the catheter for insertion.